Manufacturer narrative:
Device passed displacement test and self test. No unexpected solid white screen or missing segments or partial display noted during testing. Device functioning properly.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was flashing. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer reports display is solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.